Manufacturer narrative:
Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. However, there may be a planned explant in the near future. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon did arcuate incisions with the catalys. When he got the patient to the or he noticed that the arcuates had been place too far inferiorly on the cornea compared to where he had wanted them to be placed. As a solution, to get the result he wanted, the surgeon extended the laser created arcuate incisions with a blade. Post operatively he discovered that this patient, who also had a zxr00 intraocular lens (iol) implanted in the left eye (os), was significantly over corrected with regards to his astigmatism. Reportedly, the patient may need an iol exchange as a result of this issue. The surgeon is said to make that decision at a later date. The affected eye is the left. No additional information was provided.